Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. Upon review of the event history by baxter personnel, this failure code was found to have interrupted delivery. It is unknown which process step this occurred during. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed by baxter personnel during product evaluation. The root cause was not able to be identified. Since no cause was identified and service verified that the air in line printed circuit board was calibrated, no repairs were required. A service history review revealed that the device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition of "failure code 810:11." This issue has been escalated to CAPA.